Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was below 40 mg/dl, and the meter bg reading was 200 mg/dl. As a result of the inaccuracy, the customer experienced a high bg. Reportedly, the customer administered a correction injection to address the bg but subsequently went to the ER due to the high bg. While in the ER, the customer received intravenous fluids of saline and insulin to address the bg. The customer was released from the ER on (B)(6) 2021. The customer administered injections of insulin until the bg returned to normal. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.